Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. No device-related issues were identified through the evaluation of heartmate ii lvas and a direct correlation between the device and the reported event could not conclusively be established. The driveline was cut approximately 3" from the pump housing. The returned severed portion of the driveline, measuring approximately 35¿ in total, was cut approximately 15¿ from the connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned detached from the pump. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the heartmate ii lvas also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Event description:
It was reported that the patient had recurrent (B)(6) and was listed as 1a on the transplant list. The patient received a transplant on (B)(6) 2017. The infection was first diagnosed at another implanting center with a hospital admission of (B)(6) 2017. The patient received a chest debridement, wound vac, multiple IV and po antibiotics during that time. The pump had been functioning as intended before transplant. No additional information was provided.